Event description:
At about 2 years 1 month after the primary, the patient came in due to instability with the cause unknown. The surgeon revised the metaphysis, liner (3 to 6 mm) and glenosphere (39 to 42 lat). The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 21 august 2025: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot: 2245566: (B)(4) items manufactured and released on 03-april-2023. Expiration date: 2028-03-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants involved, batch review performed on 21 august 2025: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot: 2242389: (B)(4) items manufactured and released on 29-march-2023. Expiration date: 2028-03-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Reverse shoulder system 04.01.0208 lat. Glenosphere 39xø24.5 (k193175) lot: 2247046: (B)(4) items manufactured and released on 23-feb-2023. Expiration date: 2028-02-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.